Manufacturer narrative:
A device evaluation and/or device history review is anticipated but not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported the customer is experiencing approximately 10% their bottles coming up as false positive using the reagent bottle plastic bactec lytic/10 anaer/f. No results were reported out. Confirmatory testing information was not available. No patient impact was reported. The following information was provided by the initial reporter: (B)(4) customer problem: customer is reporting that approximately 10% their bottles are coming up as fp steps taken with customer/troubleshooting: customer runs 1200 bottle monthly on 2 stacks, he stated that they had about 30 fp during the last 72 hours, I have involved engineering as that is roughly 10% next steps (if necessary): I have requested a list of lots and plots of affected bottles I will open additional cases as needed and relate this case to the one eng is opening resolution achieved (y/n)? : n quantity received and quantity affected: see case history shipment method (directly or via distributor): direct if it is a distributor ¿ who is it? Photos or returns requested? N replacements or credit requested :none follow up required (y/n)? Y if consumable is tested on bd instrumentation, list serial numbers: 442021 (B)(4), 442021 (B)(4). Time stamp (if applicable): n/a indication that customer is industrial indu (if applicable): clinical is a letter signed by quality required (y/n)? : n (B)(4). Customer is reporting fp on. It was reported that customer is reporting fp on.

Event description:
It was reported the customer is experiencing approximately 10% their bottles coming up as false positive using the reagent bottle plastic bactec lytic/10 anaer/f. No results were reported out. Confirmatory testing information was not available. No patient impact was reported. The following information was provided by the initial reporter: the fps were caused by a temperature event in the lab that caused the ambient temps in the lab to rapidly change within a short period of time. This is what had caused the reported fps to occur, the fx instrument is working and testing properly. Customer problem: customer is reporting that approximately 10% their bottles are coming up as fp. Steps taken with customer/troubleshooting: customer runs 1200 bottle monthly on 2 stacks, he stated that they had about 30 fp during the last 72 hours, I have involved engineering as that is roughly 10%. Next steps (if necessary): I have requested a list of lots and plots of affected bottles I will open additional cases as needed and relate this case to the one eng is opening quantity received and quantity affected: see case history. Shipment method (directly or via distributor): direct. Follow up required (y/n)? Y. If consumable is tested on bd instrumentation, list serial numbers: (B)(6). Indication that customer is industrial indu (if applicable): clinical. Customer is reporting fp on. It was reported that customer is reporting fp on.

Manufacturer narrative:
H.6. Investigation: customer reported a false positive defect. Bd was unable to reproduce customer experience with the bactec product. A false positive response was not observed when retention samples were tested. Batch history records were reviewed, and all testing were within specification for product release. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Users are cautioned in the package insert under limitation of the procedure: ¿a gram-stained smear from culture medium may contain small number of non-viable organisms derived from media constituents, staining reagents, immersion oil, glass slide and specimens used for inoculation. There are many factors that can influence the false positive rate, including blood volume, blood cell counts, environmental factors, and media lot to lot variations. Complaint is unconfirmed based on retention samples and batch history record review. No correctives actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process.

Event description:
It was reported the customer is experiencing approximately 10% their bottles coming up as false positive using the reagent bottle plastic bactec lytic/10 anaer/f. No results were reported out. Confirmatory testing information was not available. No patient impact was reported. The following information was provided by the initial reporter: the fps were caused by a temperature event in the lab that caused the ambient temps in the lab to rapidly change within a short period of time. This is what had caused the reported fps to occur, the fx instrument is working and testing properly. Customer problem: customer is reporting that approximately 10% their bottles are coming up as fp. Steps taken with customer/troubleshooting: customer runs 1200 bottle monthly on 2 stacks, he stated that they had about 30 fp during the last 72 hours, I have involved engineering as that is roughly 10%. Next steps (if necessary): I have requested a list of lots and plots of affected bottles I will open additional cases as needed and relate this case to the one eng is opening quantity received and quantity affected: see case history. Shipment method (directly or via distributor): direct. Follow up required (y/n)? If consumable is tested on bd instrumentation, list serial numbers: 442021 1167457x2, 442021 1039570. Indication that customer is industrial indu (if applicable): clinical. Customer is reporting fp on. It was reported that customer is reporting fp on.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information: additional lot # provided: d.4. Medical device lot #: 1039570. D.4. Medical device expiration date: 2021-11-30. H.4. Device manufacture date: 2021-02-08. B.5 additional information has been added.